Manufacturer narrative:
Result of investigation: during the technical inspection of the returned device, the error description provided by the customer, " foggy ", could be confirmed. The distal solder seam has been chemically corroded and partially dissolved/perforated, allowing moisture to penetrate the rod lens system. There are unclean residues adhering to the distal cover glass, which further negatively affect imaging. Furthermore, impact marks can be seen at the distal end. The identified damages are not due to a manufacturing or production defect. Such damage can be caused by clinical reprocessing or clinical use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that hopkins optics is foggy. No negative impact in state of health reported.